Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted the previous day. The pt called the hospital and reported that her sys controller had only one beep and there was no red heart alarm and no leads illuminated on the controller. The pt was admitted into the hospital and the pt's sys controller was interrogated. There was a one minute pump stop noted the previous day on the history screen. The sys controller passed the self-test. The pt's inr was 1.7. An x-ray was taken and it was reported that it looked like there was narrowing at the hub of the driveline. The pt was hemodynamically stable at that time. The x-rays were reviewed by the MFR's technical svc rep and were found to be unremarkable and did not appear to be driveline issue. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.